Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-11040 widebiter punch lot number: 10244850 was received for investigation. Visual evaluation of the device noted that the tip pin was missing and the punch was not opening and closing as intended. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse due to use error. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/02/2024, it was reported by a distributor via (B)(4) that an ar-11040 punch clamp does not close. This occurred during use in a case with no patient effect..